Manufacturer narrative:
Evaluation summary: pre and post surgery x-rays are not available for review. Patient age, weight, build, sex and activity level are unknown. Exact reason for fatigue fracture is not known. Stem has fractured at approximately junction of stem to body. Spines on one side of stem show considerable wear. Tapered section on proximal end shows some deformation damage. Scanning electron microscope examination of fracture surface showed deformation indicating mechanical damage to fracture surface in post fracture condition. Beach marks were visible. A large number of particles observed on fracture surface. Many of these were bone particles showing ca & p in analysis. Fracture appears to have occurred by fretting fatigue. Energy dispersive spectroscopy analysis of stem taper material showed ti, al, and v elemental peaks typical of tivanium alloy.

Event description:
It is reported that the devices were implanted in 2005. Post-op two years later. The patient experienced pain and x-rays showed the stem broke at the bottom of the body. The stem was well fixed. The devices were revised two days later.